Event description:
Patient had insertion of #8 tracheoflex tube. Surgeon locked tube into neck collar. Upon transfer from o.r. To patient bed trach tube advanced out of position from neck collar. Attempts to secure the airway and ventilate the patient were difficult. Patient expired.